Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Distal embolization is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire 2 revascularization device instruction for use.

Event description:
Medtronic received information that during a mechanical thrombectomy procedure, the patient experienced distal emboli after first pass of the thrombectomy device. The patient was treated for an acute ischemic stroke caused by a very complex, very hard, right m1 middle cerebral artery (mca) clot. During the procedure, the clot fragmented and occluded the right anterior cerebral artery (aca) territory. It was reported that the physician performed a total of seven passes in the right mca territory and was able to achieve a complete visualization of m1 segment with a small distal embolus into the right anterior division. The clot in the right anterior cerebral artery (aca) migrated distally. The physician reported that revascularization of the a3 aca segment was not possible due to severe tortuosity. The final tici was reported to have been 2b. No neurological decline was reported as a result of this procedure. The patient's clinical status improved post procedure; the nih stroke scale (nihss) was 20, 18, 12 and 11 (baseline, 24 hour post procedure, 7 day post treatment, and at discharge).